Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. The event was reported to have occurred during biomed testing. Review of the device event history determined that this condition interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated currently unknown. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).